Event description:
It was reported that the customer's insulin pump had an error alarm. The customer attempted to clear the alarm by pressing the escape and activate button without results. Advised to discontinue use of the insulin pump and revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.